Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 316 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Pump was received with unresponsive buttons and button error alarm due to corroded lcd board. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.